Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 2 of 2: other mfg report #: 2523190-2017-00012. It was reported that during a general neurosurgical procedure, the device burnt. Additional information received on january 18, 2017 reports "there was a little smoke in the code section. Nobody is hurt in a quick action. " no further information provided.

Manufacturer narrative:
Integra has completed their internal investigation on february 16, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the instrument is burnt at the adaptor female end and the prongs on the male end. This type of damage can happen if moisture is within the opening of the ends or if voltage is too high, creating a arching across leads. 750 vac was applied and no arching occurred, indicating under normal and proper use arching does not occur. A DHR will not be required due to the condition of the instruments. The complaint report is confirmed; improper use. DHR review; nonconforming product report / nonconforming material report history: none complaints history; a two year look back found 1 complaint for this product ID. That one reported did not have a failure related to " burnt". Conclusion: there was a buzz nonstick, manufactured in december 2013, returned used/processed showing wear and burnt at tips. The complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.